Event description:
During the procedure, the physician used a wilson-cook huibregtse needle knife to access the common bile duct. When cautery was applied to the device, the needle detached. The detached portion was retrieved from the pt. Evaluation, conclusions and corrective action: none, as the affected device was unavailable for evaluation. Info that would facilitate a review of the device history record (ie. Lot number) was not provided with the initial report. Prior to distribution, all huibregtse triple lumen needle knives are subjected to a visual inspection and functional test to ensure proper workability and device integrity. Additional comments: the instructions for use for this product line include the following caution: "the needle knife must fully exit the endoscope. When applying current, contact of the cutting wire with the endoscope may cause grounding, which can result in pt injury, operator injury, a broken needle knife, and/or damage to the endoscope." The addiitonal info provided with this report indicated the physician used this device according to this caution. The instructions for use for this product line include the following caution: "it is essential to move the needle knife while applying current. Maintaining the needle knife in one position may cause excessive focal coagulation, charring of the tissue and/or breakage of the needle knife." The additional info provided with this report indicated the physician used this device according to this caution.